Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the friday prior to the report, a pump refill company refused to refill a pump because it had gone dry. The reason reported was a potential motor stall. It was reviewed that the potential risk was not necessarily due to a motor stall, but pump tubing damage. There were no patient symptoms or complications associated with the event at the time of the report. It was unknown what drug the pump was used to deliver. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.